Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to it being considered likely that the device met specifications but performance was limited by interaction with other devices, interaction with patient anatomy or other procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the moderately tortuous mid right coronary artery. The 4.0x15mm quantum maverick monorail balloon ruptured at 12 atmospheres. The number of inflations is unknown. The balloon was removed intact. The procedure was completed with a different device. The patient's status is good with no complications reported.